Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported "on (B)(6) 2022 a physician tried to insert the balloon into the patient. Upon the insertion, the balloon had to be zeroed, and did not get recognized by the pump, and they tried a different balloon which was successful on the same pump. The fiber optic aspect did not work on this particular product". Additional information stated that the device was never inserted into the patient because it couldn't be zeroed".

Event description:
It was reported "on (B)(6) 2022 a physician tried to insert the balloon into the patient. Upon the insertion, the balloon had to be zeroed, and did not get recognized by the pump, and they tried a different balloon which was successful on the same pump. The fiber optic aspect did not work on this particular product". Additional information stated that the device was never inserted into the patient because it couldn't be zeroed".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8.0fr fos intra-aortic balloon catheter (iabc) without the original packaging. The serial number (B)(6) and lot number (18f22c0024) recorded on the complaint report matches the returned sample. Returned with the sample was the 40cc inflation driveline tubing; no damage or abnormality was noted to the tubing. Upon return, the peel away sheath was noted on the returned iabc. The one-way valve was tethered to the short driveline tubing. An ap tubing was connected to the iabc luer. The bladder was fully unwrapped. No blood was noted on the returned sample. The fos connector and cal key were examined. The fos gray connecter was recessed in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no damage was noted. The cal key was intact. The cal key was examined, and no damage was noted. The cal key code is "lcs". The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The cal key and fos were connected to the iabp. The cal key was recognized, but the fos was not recognized because of the recessed fos connector. Using lab inventory forceps, the gray fos connector was held in place and the fos was recognized and zeroed by the iabp. The pump status displayed "ok" indicating the fiber is fully intact. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested and no leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was inserted in the t-tube and pressurized at intervals of 100mmhg, 200mmhg and 300mmhg. Upon testing the returned fos at pressurized intervals, the output ap fos readings were within specifications. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "did not get recognized by the pump" is confirmed. During the investigation , the fos was noted with a recessed connector; therefore, a light path could not be established between the sensor and the pump. The fos fiber was found intact and functional. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the recessed fos connector. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "on (B)(6) 2022 a physician tried to insert the balloon into the patient. Upon the insertion, the balloon had to be zeroed, and did not get recognized by the pump, and they tried a different balloon which was successful on the same pump. The fiber optic aspect did not work on this particular product". Additional information stated that the device was never inserted into the patient because it couldn't be zeroed".